Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the spo2 no longer works, but it does not give an equipment malfunction. Additional information was requested to verify if an inop/error message was displayed; however, this was not able to be confirmed. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a bench repair technician which included functional testing. Results of analysis indicated the device read spo2 correctly. The alleged issue was not able to be replicated. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, the spo2 board, spo2 adapter and connector block were replaced. Functional testing confirmed the device was operational after repairs were completed. The device was returned to the customer. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.